Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device powered off without user input, which was not reproduced but was confirmed through review of the event history log. Evaluation found the backflex was not properly seated into the connector of the input/output printed circuit board causing the malfunction. The device was calibrated to correct this issue.

Event description:
During baxter's evaluation of a spectrum pump, the device powered off without user input. There was no patient involvement.